Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing due to loss of contact.

Event description:
It was reported that, on the date of the implant procedure, the implantable cardiac monitor (icm) was detected false pause episodes due to undersensing. The device remains in use. No patient complications have been reported as a result of this event.